Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph depicting the site of the reported defect of detachment was returned for evaluation. A visual examination of the photograph depicts the blue caresite detached from the backcheck valve with no male luer. When reviewing the drawing for this product it was noted that both y-site valves are bonded with backcheck valves. The resolution of the photograph was found to be low but with the evidence shown in the photograph, the most likely outcome is the backcheck valve was broken inside the backcheck valve. While an exact root cause cannot be determined, a review of the complaint samples and manufacturing records suggests that the defect did not originate from a failure in the manufacturing processes. Based on these findings the most likely potential cause is that the defect originated from excessive force being placed on the valve during use. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: tubing came off of y site. Detailed inquiry description: tubing came off of y site had to dispose of as chemo leaked all over the floor. No injury reported.